Event description:
Additional information was received which indicated that the rv lead was fractured. During the explant procedure the rv lead was removed in several pieces. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited pacing impedance spikes on the right ventricular (rv) lead. The impedances fluctuated from 500 ohms to 1500 ohms. The measurements were unable to be reproduced with isometrics and pocket manipulation. Boston scientific technical services (ts) recommended evaluating the device/lead connection. This rv lead was explanted. The ICD remains in service. No additional adverse patient effects were reported.